Event description:
It was reported that during this device changeout procedure, shock impedance measurements of greater than 200 ohms were observed. A commanded shock was performed during the procedure in triad configuration in which the right ventricular (rv) shock impedance measurement was 67 ohms. After the procedure, the impedances were higher. Technical services (ts) reviewed historic data which does not show any previous obvious rise or change in shock impedance with the right ventricular (rv) lead or previous device. Ts recommended programming the configuration to rv coil to device, to eliminate the superior vena cava coil from the circuit and to monitor latitude nxt for daily measurements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.